Event description:
While placing a combined spinal epidural the needle stylet stuck and could not be removed easily from the needle. There have apparently been multiple similar occurrences of this type of malfunction recently.